Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving intrathecal drug delivery via an implantable pump for chronic pain. The indication for use was non-malignant pain and failed back surgery syndrome. The drug type, dose, and concentration were unknown. It was reported that the patient¿s pain pump was located in their ¿belly¿ and the patient had a random burning sensation at the site. The patient went to pain management on (B)(6) 2017 and the physician told the patient they had a problem. The pump would not allow all the medication in the pump. It was stated that the patient believed the physician said it held 100cc and it stopped at 80cc. The hcp said they needed to contact the manufacturer for help. Information was requested. No further complications were reported or anticipated.